Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system was not starting up. Review of the system log file showed that there was a malfunction in collimator due to collimator filter hardware or mechanics defect. Upon troubleshooting fse found that the power connection was connected to mother pcb. To resolve this issue, fse corrected the connection and replaced the collimator. The system was returned to use in good working order. The system was returned to use in good working order.

Event description:
It has been reported to philips that host pc won't boot up. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.